Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18, that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported a false positive architect anti-hbs result on one patient. Results provided: 08jun2021 sid (B)(6) = 18.61 / 2.33 miu/ml, (positive criteria: 10.0 miu / ml), negative by other methods. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated result included a search for similar complaints, and the review of the complaint text, trending data, in-house testing, labelling, and device history records. Return testing was not completed as returns were not available. Clinical specificity of the architect anti-hbs assay was evaluated with a retained kit of lot 19676fn00 and demonstrated acceptable specificity specifications, confirming that this lot is meeting the architect product requirement. Trending review determined no trends for the issue for the product. Device history record review on lot 19676fn00 did not show any potential non-conformances, or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 19676fn00 was identified.